Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Concomitant medical products - tibia cemented 5 degree stemmed left size d, catalog #: 42532006701, lot #: 63032149; nexgenâ® complete knee solution, trabecular metalâ?¢ standard primary patella catalog #: 00587806532, lot #: 62681486; femur trabecular metal cruciate retaining (cr) standard porous, catalog #: 42502805801 lot #: 62789618; articular surface fixed bearing ultracongruent (uc) left 14 mm height, catalog #: 42511200414, lot #: 62812782; competitor bone cement - cmw 2 gentamicin bone cement, catalog #: 545032500, lot #: 4944791. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03755. Product location unknown.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately one year post-implantation due to pain, knee "giving way" and loosening of the tibial components. The tibial tray, tibial stem, articular surface, and patella were removed and replaced.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the revision operative note states that patient underwent revision of the left knee. The notes state that the knee was somewhat loose and the patella component had some bone and piece of plastic that was removed. Root cause cannot be determined. If any further information is found which would change or alter any information or conclusions, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient was revised due to pain and the patient's knee "giving way." During the revision procedure, the surgeon noted the patient's tibial tray was loose. The tibial tray, tibial stem, articular surface, and patella were removed and replaced.